Event description:
The bronchovideoscope was returned to the service center with a report of insertion tube has water leakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, image has b30 error was found. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.